Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing bradycardia and was feeling unwell. It was also reported that the right ventricular (rv) lead had suspected non-capture and high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician attributed the observed issues to the patient's anatomy.